Event description:
Voluntary medwatch received states fluctuating thresholds were noted on the right atrial lead and it was further noted that the patient was occluded on their left implant.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155253.